Event description:
It was reported that during device upgrade, externalized conductors were observed under fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. There were no adverse consequences to the patient.